Event description:
The entire device was removed from the pt and replaced due to recurring incontinence. A tandem cuff was also implanted at this time.

Manufacturer narrative:
Pump was functional. Cuff had a wear leak. Balloon performed within specifications.